Event description:
Patient reported that the lancet carrier is not properly retracting, resulting in the lancet protruding from the device end-cap. Patient did not experience an accidental finger-stick as a result. No patient injury was reported and no treatment was received. The suspect product was not returned to the manufacturer for evaluation.